Manufacturer narrative:
Age at time of event: 18 years or older . (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through an ipsilateral antegrade approach. The 99% stenosed, severely calcified, moderately tortuous target lesion was located below the knee. A non-bsc guide wire and a 2.5mm x 40mm coyote es balloon were advanced to the lesion. It was noted the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different non-bsc device. No patient complications were reported and the patient status is good.